Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.

Event description:
Reported false positive sars result for 1 symptomatic consumer. The consumer communicated the result was confirmed negative by molecular (pcr testing) the same day. This product online review was left by the consumer in 2022, but posted to the retail site at a later date. The actual date of occurrence is unknown.